Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high lead impedance, capture and sensing anomalies. The patient has an extra 1st rib causing a lead fracture~~~~~